Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their doctor had tried to "get the wires to lay down." Consumer reported the wires were recalled when this issue happened. Consumer said the issues with the wires were "not even a month after they had the official device implanted" in 2011. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient had worsening of symptoms and required re-implant ((B)(6) 2015). It was reported that when the patient had the wound infection they were given bactrim. The wound was cleaned. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v732560, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Patient reported shortly after implant their lead ¿popped up.¿ they could feel the wire in their back when they palpated it. Their physician tried to surgically revise the lead to ¿release it¿ and clarified this to mean they tried to move the lead deeper. This effort was not effective so they tried to surgically move the lead deeper again. The patient then developed back pain and had to walk hunched over because of the pain. A culture showed that both the ins and the lead were infected with (B)(6). The lead actually ¿burst¿ through the skin due to the (B)(6) infection. Both the lead and the ins were explanted. Patient was put on an antibiotic. No further complications anticipated.